Event description:
Sales representative for smith+nephew confirmed that during a rotator cuff repair the tip of the needle broke. The broken tip was lost in the patients soft tissue. A delay of thirty minutes took place to try and locate the tip with a c-arm. The or staff also checked the filter in the suction canister for the tip, and it could not be located. Backup devices were available to complete the repair.

Manufacturer narrative:
Evaluation of the device showed the distal tip has broken off at the suture window/slot. No conclusion could be made for the broken device.